Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the official cause of death is still unknown. The caller stated that the customer's care went to take the customer to dialysis and found the customer body. The caller stated that the customer's insulin pump was not he bed so they think that the customer might have disconnected the device in order to take a shower or a bath, fell and hit his head; there was blood coming out of the customer's mouth. The caller stated that the customer was hospitalized two weeks prior to passing for unclogging the arteries and had foot infection during this time. The customer had heart disease, had two stints, had kidney failure and was on dialysis three times a week, had a stroke and was on pacemaker, and was having high and low blood glucose. The caller did not know the customer's blood glucose at the time of death. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The pump was received with a rayovac alkaline battery installed. The pump passed the functional testing, including the self test, sleep curent measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The low reservoir alarm was set to 20 units. A test bolus was programmed and the pump properly alarmed low reservoir with audio tones and with 20 units remaining on the screen. No audio/beep anomaly was noted. The pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 14.000u, (B)(6) 2016 daily insulin total = 14.000u, (B)(6) 2016 daily insulin total = 24.600u, (B)(6) 2016 daily insulin total =16.200u, (B)(6) 2016 daily insulin total = 19.400u, (B)(6) 2016 daily insulin total = 14.000u, (B)(6) 2016 daily insulin total = 14.000u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.